Manufacturer narrative:
The product analysis result indicates that the reason for return could not be confirmed due to the broken distal bearing and the bur can not be inserted on the attachment tube. The bearing was detached. The tube bearings were worn and the laser markings were faded. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a company representative that the device was too warm. The device does not fit. There was no patient impact.